Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and hypothyroidism ('autoimmune disorder type of disorder: hypothyroidism') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included overweight. Concomitant products included quinapril since 2014 for hypertension as well as levothyroxine since (B)(6) 2008 and norethisterone (mini-pill) from 2001 to 2009. In 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced hypothyroidism (seriousness criterion medically significant). In (B)(6) 2008, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2009, the patient experienced adnexa uteri pain ("pain ovaries"). In (B)(6) 2009, the patient experienced tooth fracture ("dental problems: teeth breakage"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge") and thyroid disorder ("thyroid issues"). The patient was treated with caffeine; paracetamol (excedrin), ibuprofen and surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, hypothyroidism, pelvic pain, abdominal pain, vaginal discharge, alopecia, weight increased, migraine, tooth fracture, adnexa uteri pain, fatigue and thyroid disorder outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, alopecia, fatigue, hypothyroidism, menorrhagia, migraine, pelvic pain, thyroid disorder, tooth fracture, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: on (B)(6) 2008, she implanted essure (discrepancy noted as per ppf). Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Ultrasound scan vagina - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: plaintiff fact sheet was received. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), hypothyroidism, migraines headaches, teeth breakage, pain ovaries, fatigue, thyroid issues. Reporter information, medical history, concomitant drug, events onset date, treatment drug, lab data were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.